Event description:
As it was reported, during a procedure, after normal prep the balloon of a savvy long (5.0x 220mm l=120cm) ruptured at 10 atm. The device was prepped normally, no difficulty removing the protective balloon cover and the contrast to saline ratio was 30/70. The rupture of the balloon in a calcified superficial femoral artery with focal stenosis sent the contrast/saline solution in one focused direction at a very high pressure caused dissection in the vessel, as it was reported by the physician. The a/v fistula was visible post angiography, which was not seen before. The balloon re-wrapped properly but it took force to remove the device after rupture. Product will be returned for analysis.

Manufacturer narrative:
This supplemental is being submitted with the attachment that was not attached to the initial report. There is no additional information being submitted at this time. Additional information will be submitted within 30 days of received.

Manufacturer narrative:
Complaint conclusion: information received from an account indicated that a 5mm x 220mm savvy long balloon ruptured during a procedure resulting in an arterial-venous fistula. The patient's medical history is unknown. The balloon ruptured at 10atms in the calcified superficial femoral artery that had focal stenosis (rate unknown). There was no difficulty removing the protective balloon cover and the device prepped normally. The contrast to saline ratio was 30/70. There was no difficulty advancing the device through the vasculature or crossing the lesion. The balloon re-wrapped properly, but some force needed to be used to remove the device after the balloon ruptured. There is no other information available and the device was returned for evaluation. A visual and functional inspection of the returned device was performed. A balloon rupture was not initially evident. The balloon was inflated using water. At 2atm, the fluid noticed to be escaping from the working surface of the balloon. When the device was inflated to 6atm, the rupture location was clearly identified as being on the working surface at 2-2.5cm from the proximal bond. A t-shaped mark was noted at the rupture site. A review of the device history record was conducted and no anomalies were noted. The lot met all lot release criteria. The reported customer complaint of balloon burst was confirmed through failure analysis. Arterial-venous fistula is a known adverse event associated with the use of peripheral angioplasty balloons and is listed as such in the IFU. With the very limited information provided it is not possible to determine an exact cause for the reported events. These events are an inherent risk of the procedure and can often be associated with heavily calcified lesion. There is nothing in the analysis or the event description to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken. Final analysis: this letter is in response to the incident experienced with one of our savvy long pta balloon dilatation catheters. It was reported that the balloon ruptured at 10atm. The calcified lesion was in the superficial femoral artery. When the balloon ruptured, it sent contrast / saline solution in one focused direction at a very high pressure causing a dissection in the vessel. The pressure was so high that it caused an a/v fistula that was visible post angio. The device was prepped normally and there was no difficulty removing the protective balloon cover. The contrast to saline ratio used was 30:70. The a/v fistula was not surgically removed. There is no further information available in relation to the patient. The device was available for return. A visual and functional inspection was conducted. A balloon rupture was not initially evident. The balloon was inflated using water. At 2atm, the fluid was noticed to be escaping from the working surface of the balloon. When the device was inflated to 6atm, the rupture location was clearly identified as being on the working surface at 2 - 2.5cm from the proximal bond. A t-shaped mark was noted at the rupture site. There is no information to suggest that there was a manufacturing related failure. It is unknown when the mark was formed. There are manufacturing controls in place to identify damage to the balloon. Based upon the information available, we are unable to determine a definitive root cause for the balloon rupture. It was reported that the lesion was calcified. It is unknown if patient factors or procedural techniques contributed to the reported failure. As there was a serious patient injury, this event was reported under MFR report # 9616666-2012-00024 and uf/importer report # 1016427-2012-20001.